Event description:
It was reported that in emergency after attempting to pass the guide wire through the needle into the patient's right subclavian vein, the guide wire unraveled. As a result, a new kit was opened. It was reported that the patient sustained a hematoma, however, there were no additional complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). This is the second report for this event. It was reported that the same malfunction occurred with two successive kits. MDR # 9680794-2015-00017 has been submitted for the first one.